Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Additional information indicated from the field representative that the cause for increased threshold was due to patient condition. The behavior was not attributed to the lead. The ra lead was abandoned surgically. No additional adverse patient effects were reported.